Event description:
The customer reported the vertical lift function does not work. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse. The system operates as intended.